Event description:
Implant date: 1999. Post operative x-ray taken approximately one year after implant indicate a screw had disengaged from the rod. Revision surgery in 2000 to replace device at which time a pseudoarthrosis was found.